Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see corrections to e1,e2, e3 and g2 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material is unable to be identified. The root cause of the reported event cannot be conclusively determined. However, the cause of the event is likely due to humidity invaded the light guide (lg) lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. The event can be detected by following the instructions for use (IFU) section: - the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. It was found that the forceps wire was completely cut off. Additionally the bending angle in the up/down/right direction and the play of the upward/downward/right/left knob were not within the standard value due to wear of the angle wire. In addition to the dirt found inside the light guide lens, other evaluation findings are as follows: water tightness was lost due to a cut on the bending section cover; there was foreign material in the forceps elevator; the plastic distal end cover, the forceps channel port, the switch box, and the universal cord were dented; the adhesive on the bending section cover was detached; the bending section rubber, and the scope cover were discolored; the connecting tube, and the universal cord were wrinkled; the image guide protector, the suction cylinder, and the protector on the control section side of the universal cord were shaved; and the light guide cover glass was corroded. Lastly, there were scratches on the following parts: the plastic distal end cover, the connecting tube, the scope cover, the grip, switch1, switch2, switch4, the control unit, the upward/downward knob, the protector of the universal cord on the control section side and the suction connector side, the universal cord, the suction connector, and the scope connector cover unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the duodenovideoscope had a broken elevator wire and angulation play. This was discovered during an endoscopic retrograde cholangiopancreatography (ercp) stenting procedure. The procedure was completed with the same device by using the up and down knob. There was no report of patient harm. The device was returned, evaluated, and it was found that the light guide lens was dirty on the inside. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.